Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >600 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The basal rate was adjusted by the healthcare provider. The reporter alleged an inaccurate delivery issue. Troubleshoot by animas customer support revealed the basal history does not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 8/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2017 with the following findings:. No defect was found. The basal history for (B)(6) 2017 appears to be inaccurate due to 0.00u basal program being run from 01:14 to 01:50. Deliveries were interrupted from 05:38 to 08:14 due to a cartridge change. A no cartridge detected warning was observed at 08:06.. A 0.00u basal program was also run (B)(6) 2017 02:35. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Force sensor measured within specification. No alarms or delivery interruptions occurred during the testing. Removed pump cover no force sensor defects were observed. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.